Event description:
Biomed reported over infusion of dilaudid (dilaudid concentration: 1mg in ml, syringes are 30mg of dilaudid in 30ml). Rn reports she found the dilaudid pca programmed to allow the patient to receive 1.0mg every 10 minutes with a 20mg 4 hour maximum, instead of what the physician ordered 0.2mg every 10 minutes with a 5mg 4 hour maximum. There was no patient harm and there was no need for medical intervention. The patient never received more than 5mg of dilaudid in a 4 hour period. Customer stated they do not believe the device caused the event. Although requested, customer stated no further patient or event information was available.

Manufacturer narrative:
(B)(4). The event logs have been received but the evaluation has not begun. A follow up report will be submitted once the failure investigation has been completed. Evaluation: log review pending.